Manufacturer narrative:
According to the customer, "about a week ago the cup started to leak where the tube is attached." The customer stated that the individual is "still using it but probably not getting the full value." No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "about a week ago the cup started to leak where the tube is attached." The customer stated that the individual is "still using it but probably not getting the full value."